Event description:
Digital abdominal aortogram; selective right renal arteriogram; attempted stent placement with eventual snare. Informed consent obtained. Recent mra reviewed. Patient prepped and draped in the usual sterile fashion. Access to the left common femoral artery was gained without difficulty. Digital abdominal aortogram demonstrates 80% long segment stenosis at the proximal right renal artery although not at the orifice. Single left renal artery widely patent. Abdominal aorto with only mild artherosclerotic changes but laminar flow. Minimal atherosclerotic changes both common iliac arteries. Subsequently, a 7 french long guiding sheath was advanced to the orifice of the right renal artery. First a glidewire then a 4 french catheter was placed beyond the area of stenosis at the right renal artery. Then, a balloon mounted stent measuring 6 mm x 27 mm was advanced. This was done with the medical sales representative present. When positioning the stent immediately after exiting the sheath, the caudal tines were already opened. Attempts at reintroducing this into the sheath were unsuccessful. The stent subsequently deployed without intention. This was a medical device failure. Subsequently, the stent was nearly balanced on the existing sheath and brought in a caudal fashion to the left external iliac artery. There, it was subsequently snared without difficulty and removed in total. Patient tolerated the procedure without immediate additional complications. I discussed this with the patient and her husband in detail. Impression: status post digital abdominal aortogram with selective right renal arteriogram. There is a high-grade area of stenosis involving the proximal right renal arteries above. Subsequent attempt at stent placement with medical device failure as discussed in detail as above. Subsequently, the stent was snared and removed without difficulty. Again, I discussed this in detail with the patient and would gladly reattempt this with a different stent in the near future.